Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. The cause of the reported condition was due to damaged force sensing resistors (fsrs). To correct the issue the, fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The on-site service of the device is currently in process but has not yet been completed. Upon completion of the devices service, or if any additional relevant information is received, a supplemental report will be submitted.